Manufacturer narrative:
No devices or photos received; therefore the condition of the components is unk. The device history records for the femoral, patellar and tibial components were reviewed for deviations and/or anomalies with no deviations or anomalies identified. Primary surgical notes were provided. The final components were cemented and the knee was held in extension as the cement hardened. The final components were tested and confirmed they had the same stability and range of motion as the trial components. Complaint history search was performed and found no other complaints for the reported product/lot combinations. Compatibility of the components was reviewed with no issues reported for the product/lot combinations. A definitive root cause cannot be determined.

Event description:
It is reported that the pt is experiencing blistering around stitches, manipulation. Loosening, and bowing of the knee. A revision surgery is scheduled.